Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the pt was admitted to the emergency room for right ventricular lead loss of capture. The impedance measurements were good, but not capturing. A chest x-ray was performed showing a possible rv perforation on the edge of the heart's silhouette. Also performed was an echocardiogram; this showed a small pericardial effusion. The pt is in atrial fibrillation making it difficulty to test the right atrial lead at this time. During the revision procedure, it was noted that there was not much effusion, so if the lead did perforate it had sealed back up. The rv lead was repositioned. The local sales rep noted that he suspected it was a micro dislodgement instead. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.